Event description:
During a left distal sfa [superficial femoral artery]/popliteal shockwave and balloon angioplasty the or rn opened the shockwave device for the procedure and noted there was a hole in the catheter. A new device was obtained and the procedure continued without further incident, the initial shockwave device did not reach the patient. The device was sent to supply chain for possible credit from the manufacturer.